Manufacturer narrative:
Intuitive surgical, inc. (Isi) received one of the sureform 30 white reloads for failure analysis evaluation. The stapler reload was returned in a fired condition; therefore, the staple line formation could not be verified. Additionally, a lodged staple was found at the proximal end of the cartridge. Cartridge damage was also observed at the proximal end of the stapler reload. Isi received the sureform 30 curved-tip stapler instrument for fa evaluation. The stapler instrument was inspected and found to have no physical damage at the distal or proximal ends. A review of the stapler log shows that the sureform 30 curved-tip stapler instrument was installed on the system twice and fired 2 sureform 30 white reloads. On install 1, the first clamp was aborted by the user. The next clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. The stapler instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs. A review of a video provided by the customer shows that after successful firing of the sureform 30 white reload, it appears that the proximal half to two-thirds of the patient side of the pulmonary artery (pa) is not sealed, whereas the specimen portion side of the vessel is seen and appears to have staples throughout the length and is fully sealed/approximated. Based on video review alone, a root cause for the partial staple line on the pa cannot be determined. There are no obvious signs of a stapler instrument malfunction or stapler instrument misuse. The system recognized the stapler instrument and was installed with no errors, and identified the white stapler reload. The stapler instrument was placed around the vessel correctly, with no undue tension or damage to tissue, and clamped as expected with no errors. There were no obvious signs of debris or missing reload pushers in the stapler channel, the stapler fired with no errors or pauses for compression, and the driver wedges made their full travel along the length of the reload channel with no obvious deviations from their intended path and returned to their home position in the same manner. Note: refer to medwatch report (MDR) with MFR report # 2955842-2026-25029 for MDR submission of the adverse event/malfunction related to the stapler formation and bleeding, using a second sureform 30 white reload.

Event description:
It was reported that during a da vinci-assisted right lower pulmonary lobectomy procedure, after firing a sureform 30 curved-tip stapler with sureform 30 white reloads, only one-third of the staple line was adequately formed on the peripheral (specimen) side. The proximal (patient) side showed inadequate staple formation, resulting in significant bleeding. Initial hemostasis was attempted with compression using the stapler instrument and a sarko cotton pad. The surgeon then converted to a thoracotomy and continued compression with a gauze stick. After achieving temporary control of the bleeding, all robotic instruments, ports, and the system were removed. Hemostasis was achieved by suturing the pulmonary artery with 4-0 prolene and applying tacoseal. The estimated blood loss was approximately 800 ml, requiring transfusion of 4 units of red blood cells (rbc) and albumin. The procedure was then completed. Postoperatively, the patient received 6 units of fresh frozen plasma (ffp). A subcutaneous hematoma developed at the thoracotomy site, along with a prolonged inflammatory response, both managed conservatively with antibiotics. The patient remains hospitalized and under treatment. Long-term complications are yet to be determined. The cause of the event remains unknown. The surgeon confirmed that there was no firing over an existing staple line, and no obstructions or foreign material were present between the stapler instrument jaws. The surgeon speculated that the blade of the sureform 30 white reload may have cut tissue without delivering staples, or that some staples might not have been loaded into the stapler reload. Additional information has been requested regarding the patient's condition; however, no response has been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information:the patient has since recovered and been discharged.a second video clip was provided by the customer that captures a short (53 seconds) portion of the procedure after it was converted to open. Review of the second video by the clinical development engineer observed a clamped vessel. The part of the vessel lumen closest to the camera is open with no evidence of staples; there is an approximated lumen and staples in the half of the vessel that is furthest from the camera. There is one laparoscopic instruments grasping the intact staple line on the half furthest from the camera and another opening the unapproximated portion of vessel closest to the camera, where it appears that there also may be a single staple approximating the very edge of the vessel closest to the camera prior to the unapproximated tissue. The camera is zoomed in on the vessel itself and it can be seen that the staples in the portion furthest appear to be properly formed and the tissue is approximated; however, in the unapproximated area there is no evidence of staples being deposited into the tissue. Note: review of the initial video by cde was included in the initial medwatch report.based on this video alone we can confirm that there are portions of this vessel that do have staples and are approximated (very edge closest to the camera and the 1/2 to 1/3 of the vessel furthest from the camera), and that there are portions of the vessel that do not have evidence of deposited staples or tissue approximation (1/2 to 1/3 of the vessel closest to the camera, excluding the very edge closest to the camera).the intuitive medical safety office (mso) reviewed the full procedure video and the short video clip. The videos show that the sf 30 white reload fired partially across the pulmonary artery while fully transecting the artery. There are no surgical technical issues noted in the video. There are no patient related issues noted in the video. As noted by the cde review, no errors or issues were visible on the video in regard to stapler movement or mechanics. However, an incomplete staple line resulted and the vessel was incompletely sealed. The root cause was unknown after reviewing the video.